Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 700 mg/dl. Troubleshooting was performed and the insulin pump was programmed with the basal rates, but the grandmother did not know if they were correct. Found a no delivery alarm in the history on the day prior to the hospitalization. No further troubleshooting was performed as the grandmother did not have an infusion set or reservoir in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.